Manufacturer narrative:
(B)(4). Date sent to FDA: 01/26/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in (b)(46 2016 and mesh was implanted. The patient experienced asymptomatic mesh exposure with minor complications and was treated in clinic. No additional information is available.